Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA.additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.

Event description:
During a bowel resection procedure, the staples did not form properly. The surgeon applied another device to complete the procedure, the hosp has reported that no pt injury occurred.